Event description:
Maude event report #mw 5039584 reports that during a cholecystectomy, when the cystic duct was to be dissected, a libb of a maryland dissector broke off the instrument and became free in the abdominal cavity of the patient. Despite attempts for retrieval of the piece laparoscopically, an xray was taken to locate the piece and the procedure was converted to open. During the laparotomy the piece was retrieved and the procedure was completed. The patient tolerated the procedure well and was discharged.

Manufacturer narrative:
On 7/30/15 integra investigation completed. Method: failure analysis, device evaluation history. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The instrument was not returned for further evaluation. Device evaluation history - DHR review was completed with all history available nonconforming product report / nonconforming material report history: there are no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the instrument was not returned for further evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.